Event description:
The info provided to sjm indicated that during a follow-up exam in (B)(6) 2013, no anomalies of the valve were noted. On (B)(6) 2013, the patient presented with cardiac insufficiency. An echocardiogram revealed aortic regurgitation at the right coronary cusp (rcc) with a moderate gradient. The valve was explanted and the right coronary cusp was found to be torn. A 19 mm valve from another MFR was implanted. Postoperatively, the patient was reported to be stable.